Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient got no satisfaction from the therapy. They had to wear diapers and was discouraged with therapy. The family member mentioned that the patient was used to wearing pads but it was embarrassing and hard to live with. It was also reported that the patient had decreased the amount of laxatives they had to take but they had ¿little movements¿ in their pants and never in the toilet. It was further stated that "there are times it goes 2-3 days with doing nothing at all (no voiding)" and noted that "when I don't go for 4-5 days it bothers me. When I do go, I don't go regularly" stating "it's hard, most of the times I have to pull it out with my hands". Currently, the patient stated that when they felt stool coming out was when they had to use the bathroom. When they were implanted, the manufacturer¿s representative set them on program 4 at 5.0. The stimulation was changed ¿because it wasn¿t working quite right¿ and was currently on program 3 at 4.2. Therapy considerations were reviewed with the patient. They were also redirected to their healthcare professional (hcp) for the issues.